Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the piston in the insulin pump has stopped moving, and it was not pushed out any insulin. The customer¿s blood glucose level was unknown. Customer stated that after looking inside the motor, the piston appears to look burnt. Customer was advised that this insulin pump needs to be replaced, however it was out of warranty. Customer need to contact healthcare professional for them to upgrade. The insulin pump will not be returned for analysis.